Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: mcs-p3-31-aoa-us valve, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was explanted and replaced for elective replacement indicator (eri), power on reset (por), and with evidence of loss of capture. Patient's device was last interrogated about one year ago where the longevity was predicted at less than one year. When patient presented at the hospital, they were considered lost to follow-up. Interrogation of the ipg at the time revealed eri and por. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.